Manufacturer narrative:
(B)(4).

Event description:
The international customer reported that the v60 alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: tests indicate an intermittent loose connection within the da-mc cable resulting in a spi bus failure. This report is being submitted as part of the remediation for CAPA (B)(4).